Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient reiterated that they have a speech impediment.

Event description:
The patient reported that he had a speech impediment. He therefore submitted an email to ask questions about recharging. The patient¿s indication(s) for use were parkinson¿s dual and movement disorders. Additional information was received from the patient. The patient reported that he is experiencing hypophonia. The patient stated this began in (B)(6) 2010, but then later stated it began in 2015 or 2016, so it is unclear when the symptoms began. The patient¿s healthcare provider believed that the speech impediment is a result of a combination of the device and the disease. The patient has seen his doctor a few times to adjust his settings to a manageable level for his tremors.